Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed findings that could have directly contributed to the current complaint. The previous reported problem was system error 345. The reported problem confirmed during the event history log (ehl) review but not reproduced during evaluation. Evaluation determined the causality to be an out of specification ultrasonic sensor and therefore was required to be replaced. The reported condition was verified. The device was found within specification in relation to the reported system error 345 alarms which were verified through a review of the event history log but not reproduced during evaluation. Evaluation could not determine the causality. The processor board and force sensor were replaced as precaution should additional relevant information become available, a supplemental report will be submitted.